Manufacturer narrative:
Findings: pump was received with scrambled display due to cold solder joint on lcd board. Unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/ test or excessive no delivery test due to scrambled display. Unable to verify missing segments/partial display due to scramble display. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 for diabetic ketoacidosis on with a blood glucose level of 358 mg/dl. The customer was treated for their blood glucose with IV drip. The customer stated that the insulin pump would go blank. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.